Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown plates: 3.5 mm lcp olecranon plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that it was a olecranon plate that was removed instead of a radial head plate.

Manufacturer narrative:
Date of event: unknown date in 2018. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, revision surgery was done due to consistent radial head dislocation under the same surgeon at an unknown location performed removal of hardware of radial head plates and conversion to acumed radial head replacement and repair or of tissues. Original implant date was on (B)(6) 2018, the surgeon performed at orif radial head and olecranon using the synthes radial head plate and olecranon plate at (B)(6). It is unknown if there was surgical delay. Patient and procedure outcome was unknown. This report is for one (1)- plates: 2.4 mm lcp radial head plate this is report 1 of 2 for (B)(4).